Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the anchor was significantly bent and appeared to have been reinserted on the device tip. The part and lot numbers were confirmed. A visual inspection revealed that the device was returned without the relevant packaging or sutures. The anchor was present on the end of the device, but appeared to have been reinserted. It was significantly bent and had split apart at the proximal end from torsion and force. The torque limiter had been rotated most of the way. There was debris on the anchor, insertor, and handle. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torsion during insertion, improper preparation of the insertion site, or off-axis insertion.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during arthroscopic surgery for avulsion fracture of elbow, after opening a hole, the bioraptor knotless suture anchor was broken when used. The broken pieces were removed from patient with tweezers. A backup device was used in the same bone hole and no significant delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.